Event description:
Same case as MDR ID#2134265-2010-05282. It was reported that during a carotid stenting treatment procedure vasospasm occurred. The 80% stenosed target lesion was located in the left internal carotid artery. A filterwire ez was advanced through the target lesion and placed at the cervical left of the artery. The filterwire ez was deployed. A 6x22mm carotid wallstent was advanced over the filterwire ez and deployed to treat the target lesion. A 5x20mm angioplasty balloon was advanced and inflated at the origin of the left internal carotid artery. Final angiographic image revealed complete patency of the internal carotid artery and its branches with mild vasospasm at the distal cervical segment of the internal carotid artery. The patient was given an injection of 10mg of verapamil into the left internal carotid artery over a period of 20 minutes. Following the verapamil injection, improvement of the vasospasm was noted. The procedure was concluded. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).